Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis, the outcome of and whether the patient was hospitalized for the event were unknown. On an unreported date, the patient began treatment for the peritonitis with vancomycin (2 grams/5 days, route not reported) and gentamicin (20 mg/day, route not reported). It was not reported if dianeal therapy was ongoing. No additional information is available.